Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent altitude alarms occurred while the customer was not outside of labeled operating altitude range. Customer's blood glucose was within range (value not provided). Reportedly, the customer cleaned the speaker holes and the alarm reoccurred.